Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were automatically altered. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. Functional test was performed and passed. The share log was reviewed and did not confirm the complaint. The probable cause could not be determined.